Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed with high readings. The insertion needle was not returned, unable to confirm the insertion needle complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a few threshold suspend alarms during the night. The customer stated that her blood glucose levels were greater than 100 mg/dl but the sensor glucose readings were 19 and 5 mg/dl. Troubleshooting was performed, and the patient was advised on proper use of the sensor. Advised that the sensor would be replaced, and the customer agreed to return the sensor that was used.